Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event, and a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported additional therapy / non-surgical treatment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, when the steerable guide catheter (sgc) was removed it was noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted for stabilization, reducing the mr to less than 1. There was no damage to the patient. No additional information was provided.